Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in d3. The correct MFR number is 3005334138.

Event description:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in d3. The correct MFR number is 3005334138.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis indicated an intermittent loss in contact force. Review of the device history record was not possible as the lot number is unknown. The cause of the reported contact force issue remains unknown.

Manufacturer narrative:
Corrected information: d3, g1, g3, h2 additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in d3. The correct MFR number is 3008452825. Manufacturing narrative: the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis indicated an intermittent loss in contact force. Review of the device history record was not possible as the lot number is unknown. The cause of the reported contact force issue remains unknown.

Event description:
Manufacturing ref: 3008452825-2023-00509. During a supraventricular tachycardia procedure, there was no contact force resulting in a delay. The pressure curve, contact force at the tip of the catheter, and the metric display were not visible. The tactisys quartz was connected per usual, and the tacticath se ablation catheter was displayed. Restarting the ensite x system, replacing the tacticath se ablation catheter, and replacing the tactisys quartz did not resolve the issue. The procedure was completed with no contact force without any patient consequences. All post-incident procedures have been completed using the same equipment, except the ablation catheters, without the issue occurring again.